Event description:
Asku

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant procedure the physician wanted to reposition the lead (sn: (B)(4)). Upon retracting the screw, with approximately 20 rotations, the physician and the company representative thought that the screw looked extended via fluoroscopy. The lead was explanted and found that the set screw was fully retracted. A new lead was implanted (sn: (B)(4)). It was further reported that the same day the implanted lead (sn (B)(4)) dislodged and the patient was returned to the operating room for repositioning. The lead was repositioned successfully. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; the full lead was returned for analysis. Blood was observed in/on the helix mechanism.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.